Event description:
Caller stated that medical attention was sought on (B)(6) 2024 around 2pm at home. Caller stated that she tested her blood glucose with her prodigy meter and received a reading of low. A normal reading for that time of day is usually around 111-113mg/dl. About 30 minutes after testing caller stated that she called paramedics due to her having chills and being anxious. Caller stated that the paramedics arrived within 10 minutes. Paramedics tested the end-users blood glucose with their meter and received a reading of 251mg/dl. Caller stated that they tested her blood glucose with her prodigy meter but she does not remember the reading. End-user was not transported to the hospital. End-user was using prodigy test strips that were open for over 90 days. End-user was informed that she should not use expired products, and to discard any expired products. End-user was not given any treatment to lower or raise her blood glucose. No additional information was provided.

Manufacturer narrative:
1.no nonconformance was found and recorded in the document ((B)(4)) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(6)) and strips (lot#: d240103b-1). 2.the meter was shipped to pdc on 2022-05-23, and strips with 2-year shelf life were manufactured on 2024-01-03. Because the suspected items was not returned to okb, the retained meter (serial#: (B)(6)) was used to re-examine its setting and all functions, and no malfunction occurred. Also, retained strips that were the same batch as suspected ones were obtained from okb's warehouse, and they were used to re-test by the retained meter and any valid control solutions (batch# of level low: 2ah1a04 and exp. By 2025-01-31; batch# of level high: 2ah3a19 and exp. By 2025-01-31). Gcs test results (level low: 59/60; level high: 299/300) met the acceptance criteria (level low: 40~85; level high: 230~340). 3.the root cause of the complaint was unable to be verified without the suspected items and more critical information. Therefore, the complaint has to be closed out if no further action or information from the user.